Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim 3.0 mainframe did not boot-up. There was no patient involved.

Manufacturer narrative:
H3: product analysis the device concluded that the fault was due to missing fuses in the power inlet module. Additional findings included the touchscreen functionality was not present due to touchscreen ribbon cable being completely reseated, the ground cable on the chassis was positioned in a manner that it would be pinched by housing causing the touchscreen not function correctly and several housing screws, mainly the rear housing screws were not completely tightened and were cross-threaded into the holes. H6: previously applied codes of fdm b21, fdr c21 and fdc d16 are no longer applicable. Previously applied additional code of img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.